Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient presented in clinic after receiving vibratory patient notification alert, non-sustained rv oversensing episodes due to far-p oversensing were observed. Programming changes were suggested.